Event description:
Resident was being transferred from geri-chair to bed using the lift. Two persons were performing the transfer, an lpn and a nursing assistant. Both persons had received instruction in the use of the lift. Resident slid forward from the sling and fell to the floor, striking her knees on the floor. The nursing assistant was able to break the fall somewhat. Injuries included: proximal right tibia fx, closed, proximal left tibia fx, closed, supra condylar femur fx, closed. Contributing fator could have been improper positioning of resident in sling and the fact that totol body had been lotioned after bath.